Event description:
The tech alleged the brake caster is not holding when the brake is set. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster and brake caster support to resolve the issue.